Manufacturer narrative:
The reported complaint of ua 12 (lifeband not detected) was confirmed during the archive review. The lifeband switch was adjusted to remedy the issue. The reported display issue could not be reproduced. Visual examination found no physical damaged observed upon receipt. Unrelated to reported event, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The autopulse platform is 8 years old, well over 5 years of service life. A review of the platform archive was performed, observed a user advisory 12 - lifeband not present occurred on the date of the event, confirming the customer's complaint. During functional testing, the lifeband clip detect switch inspection identified two screws on the belt requiring adjustment. This caused the switch to not close and the platform would fault to user advisory 12 during the compression or when power on. After the adjustments the technician verified that the platform does not fault to user advisory 12. The platform was re-evaluated through run_in test using the 95% patient test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse has passed all the testing and meets all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints for autopulse sn (B)(4).

Event description:
During routine testing, the user reported that the autopulse platform displayed a user advisory (ua) 12 (lifeband not detected) error message. The platform was powered off and restarted. Upon powering the platform back on, an issue with the user control panel was observed. The display was black and white. No patient involvement.